Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Reporter called alleging that the patient's test strips were damaged. Medical affairs spoke to the patient on 11/2/04 and obtained the following information: in 2004, at 6:00am, the patient felt weak and was incoherent. Reporter tested the patient's blood glucose and received a reading of 57 mg/dl. He contacted ems who arrived within 10 minutes and took her to the ER. He was told that her blood glucose reading was "low"; however, was not told the reading. In the ER, the patient was treated with IV glucose and was released later that morning. Reporter does not recall the patient's blood glucose reading prior to being discharged. The following month, the patient reported blood glucose results of 300 mg/dl and 211 mg/dl with a lifescan meter , performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% mg/dl and/or <=20 mg/dl. The technique of applying blood was correct. Reporter mentioned that the test strips were damaged. The patient suffered a serious injury; however, there is no evidence that the meter contributed to the injury. Due to the test strips being damaged, this case is being reported as a strip malfunction.